Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported her insulin pump will not rewind. She also stated the dome label is discolored and there is maybe a crack or scratch on the bottom of the device. Customer's blood glucose was 159 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.